Event description:
Litigation alleged the patient suffered pain and discomfort as a result of the implanted asr hip. Doi: unknown - dor: none reported (right hip) pt is a resident of the state of (B)(6). Update - it has been reported that the patients right hip was revised on (B)(6) 2013 to address pain; however, according to the part and lot information provided, the parts that were removed were pinnacle, rather than asr.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.